Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2015. The sensor was inserted on (B)(6) 2015. It was reported the sensor was inserted in the leg and an alternate bg testing site (arm) was used, also calibration was not performed correctly. At the time of contact, no injury or medical intervention was reported. The complaint device was not returned for evaluation and data was not provided; therefore, the reported complaint of inaccuracies cannot be confirmed. The complaint device was not returned for evaluation and data was not provided; therefore, the reported complaint of inaccuracies cannot be confirmed. It was also reported that the sensor was inserted in the leg. The instructions for use for the animas vibe insulin pump and cgm system states: sensor placement and insertion is not approved for sites other than the belly (abdomen). In addition, it was reported that calibration was not performed correctly. The instructions for use for the animas vibe[?] Insulin pump and cgm system states: do not enter a bg value for cgm calibration if you see the ant or ??? On the cgm data or cgm trend screens on your pump. This means the pump and transmitter/sensor are not communicating. Do not calibrate your cgm if your glucose level is changing at a significant rate, typically more than 2 mg/dl per minute. Calibrating during a significant rise or fall in glucose levels may affect the accuracy of sensor glucose readings. Further reporting included, the patient used an alternate bg site testing (arm) and is not using blood samples from fingers only. The instructions for use for the animas vibe insulin pump and cgm system states: "do not use alternative sampling sites (e.g., palm or forearm)". However, a root cause for the reported inaccuracies cannot be determined.